Manufacturer narrative:
Na.

Event description:
Customer complained of discrepant inr results between two coaguchek xs meters of unknown serial number and a lab using an unknown reagent. Patient 1 was tested on the first unknown meter using unknown strips and the result was 7.4 inr. Patient 1 had a lab test within 7 hours and the result was 4.87 inr. Patient 2 (female, (B)(6) years old, (B)(6) lbs) was tested on the second unknown meter using unknown strips and the result was 4.8 inr. Patient 2 had a lab test within 7 hours and the result was 2.2 inr. Patient 1 has a therapeutic range of 2.0-3.0 inr. Patient 2 has a therapeutic range of 2.5-3.5 inr. Patient 1 and 2 have no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no new illness or new medication, no diet changes, no coumadin dose change and no symptoms of bleeding or bruising. There was no allegation of an adverse event. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The corresponding retention material complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.